Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the patient's right coronary artery were unsuccessful. The sheath was retracted in another unsuccessful attempt to further advance the sds to the target lesion. Upon withdrawal of the sds, the stent dislodged from the balloon catheter subsequently embolizing within the coronary circulation. No attempts were made to retrieve the embolized stent and the patient was discharged from the cath lab. Chest pain was reported within twenty four hours of the procedure and the patient was subsequently readmitted to the cath lab. Subsequent angiography showed an acute occlusion of the right coronary artery. In response, the patient was sent for coronary revascularization surgery. The surgery was successful. There were no additional cllinical sequelae reported relative to this event.